Event description:
It was reported the patient passed away. The cause of death was unknown. There were no device issues at the time of the patient outcome. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The cause of death was unknown and due to patient privacy laws, the managing hospital did not communicate patient outcome information. The pump was not explanted and will not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6),were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 28jul2021. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.